Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the lead exhibited non-sustained ventricular oversensing episodes. All the other electrical measurements were normal. The physician opted to not change the lead. The device was reprogrammed and the asymptomatic patient would continue to be monitored.

Manufacturer narrative:
The serial number is updated to be (B)(4).